Event description:
Ous MDR - it was reported that this patient died two days after implant. The devices shock polarity was inversed. The patient had atrial fibrillation. The physician would like to know if it is possible the device misclassified the lethal episode as nst which may have prevented additional therapy.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The analysis of the available device data showed that episode three recorded on (B)(6) 2017 was classified as a non-sustained tachycardia as expected. The intrinsic rhythm at the end of episode three was 145 bpm and thus below the slowest tachycardia detection zone (154 bpm). Therefore, no further ventricular tachycardia was detected. In conclusion the device behavior was as expected. There was no indication of a device malfunction.